Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle label had no expiration date on it. The following information was provided by the initial reporter: "consumer called to get assistance locating expiration date. Consumer provided information from an empty bag, box was not available syringes were used."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7100927. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle label had no expiration date on it. The following information was provided by the initial reporter: "consumer called to get assistance locating expiration date. Consumer provided information from an empty bag, box was not available syringes were used".